Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the following device were or may be the subject of litigation. The customer¿s blood glucose level was unknown. The customer reported that the device under this legal hold may not be destructively analyzed without written approval from the corporate litigation department. The insulin pump will be returned for analysis.